Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was stated that replacing the batteries and making sure all the connections on the battery terminals were tightened down.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. Upon inspection, it was found that non-original equipment manufacturer (OEM) batteries were installed in the system. The customer had purchased new batteries and while installing them it was discovered that the terminal clamps on the battery tray were all loose. After replacing the batteries, the system was restored to normal operation. During the system checkout, it was found that the drive chains were loose and the system was driving forward with no pressure on the drive handle. The drive chains were adjusted as well as the digital drive board. It was additionally noted that the system was able to take 1-2 images and then showed an error 25 on the generator. It was indicated this issue was resolved, but not clarified how. The system then performed as intended and passed a system checkout. H6) fdm 10, fdr 120, fdr 180, and fdc 4307 all apply to the system checkout. Fdr 120 applies to the battery/generator finding, and fdr 180 applies to the drive chain finding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system is having intermittent issues connecting the imaging acquisition system (ias) and mobile viewing system (mvs). This is noted to likely be due to an issue with the umbilical cord. There was no patient involvement.